Manufacturer narrative:
Due to the intra-operative breakage, the device was not implanted or explanted. Product investigation summary: one (1) titanium matrixneuro screw (part: 04.503.104.01, lot: unknown) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ the complaint condition is confirmed as the screw was received with the distal tip broken off; the distal portion was not received. A visual inspection and drawing review were performed as part of this investigation. The complaint condition is consistent with an application of torque beyond the failure limit of the screw. Excessive force during insertion, and/or hard patient bone, potentially contributed to the fractures; pre-drilling may have aided in screw insertion. However, as the method of use and the conditions at the time of the break are unknown, a root cause cannot be definitively determined. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The 1.55mm matrixneuro screw is a component of the matrixneuro system. The titanium matrixneuro screw family is used to secure the chosen plate/mesh. While the screws are self-drilling, pre-drilling with a 1.1mm drill bit is optional (and recommended with dense patient bone and screws of 5mm in length). Inspection under magnification shows that the screw was received with the distal tip broken off; the distal portion was not received. Deformation of the remaining distal thread was observed. The remainder of the screw shows light surface wear and is in otherwise functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the implant is already broken. A review of the current design drawing was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy procedure on (B)(6) 2016, the tip of a titanium matrixneuro screw broke off while the screw was being implanted into the cranium. The tip was able to be successfully removed. There was nothing retained in the patient. This was confirmed during routine intraoperative radiology imaging. There was no surgical delay or "further patient harm" reported. The procedure was completed successfully. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.